Event description:
Dental amalgam is effecting my nervous system by causing my sensory nerves to be stimulated creating feelings like neuropathy and nerve conduction. It is also causing my motor neurons to be stimulated making my muscles twitch and pulsate to various degrees.